Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractable band inside the drawer had disconnected. A field service engineer had inspected the back of the drawer, attempted to reconnect the retractable band, but found it repeatedly coming apart due to broken connector integrity. The engineer replaced the outer board, successfully reconnected the retractable band with a secure click, reassembled the drawer, and manually tested multiple open/close cycles. After restarting the station and allowing the application to load, the escort logged in, assigned the drawer in storage space configuration, and inventoried medications to confirm functionality. The drawer operated normally, and the case was closed. Proactive preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed to open and user unable to recover the storage space. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.